Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed due to 0 voltage. A review of the downloaded share log was performed and a low transmitter battery alert was found within the investigation window. The allegation was....